Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a larger-than-usual breakfast at a restaurant, the user experienced hyperglycemia with a highest blood glucose of 240 mg/dl, and the ilet was allowed to deliver insulin as configured; no device alerts occurred and the blood glucose trended down within 90 minutes. Symptoms included none reported. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included complaint review and user education on allowing the ilet to correct hyperglycemia. Investigation of this case revealed no device malfunction and that the ilet delivered corrective insulin, with the event likely related to meal size and timing rather than device performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear with no evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.